Manufacturer narrative:
Follow-up #1: date of submission 04/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/07/2014 with the following findings: there were call service alarms verified in the black box and pump history. The call service alarms were unable to be duplicated during investigation. Unrelated to the complaint, the battery compartment was cracked and the bolus button cover was torn. There was corrosion found on the button contact when the cover was removed. The pump was removed from the case and corrosion was found on internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter stated that the pump emitted multiple call service alarms that were unable to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).